Manufacturer narrative:
The event was attributed to the valve and not the dcs as was previously reported. Corrected data: d1. D3. D4. D6a. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 29 millimeter (mm) transcatheter valve in a patient with a type 0 aortic valve, upon the final phase of deployment, the valve dislodged upward. Subsequently, the dislodged valve was left in situ within the patient, and a 34 mm transcatheter valve was successfully implanted at a satisfactory position. Following the implant procedure, the patient remained hemodynamically stable.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 29 millimeter (mm) transcatheter valve in a patient with a type 0 aortic valve, upon the final phase of deployment, the valve dislodged upward. Subsequently, the dislodged valve was left in situ within the patient, and a 34 mm transcatheter valve was successfully implanted at a satisfactory position. Following the implant procedure, the patient remained hemodynamically stable. Additional information was received to report a pre-implant balloon aortic valvuloplasty was performed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: e1. Initial reporter region was inadvertently omitted from the initial medwatch report. G2. Report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.